Manufacturer narrative:
A review of the approved device history records indicated the lot met all release criteria. The device involved in this event has not been returned, no evaluation provided. Following completion of the investigation, a follow-up medwatch will be submitted.

Event description:
It was reported from (B)(6) the coil stretched. Half of the coil was removed and the other half was implanted in patient aneurysm. No patient injury reported.